Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-00988. It was reported, by the pt's wife, that post a coronary drug eluting stenting treatment procedure, "the pt developed a pulmonary embolus 3 weeks after stent implantation and was treated with lovenox. It was also reported that the pt has an allergy to heparin. Add'l info regarding this event is not available, the request for physician contact info was declined.